Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found; however, the set screw was in the connector bore.

Event description:
It was reported that during the implant of the device, the physician found that the connection between the lead and the device was not very tight. Approximately six weeks after implant, undefined impedance was observed on the lead during programming. An x-ray confirmed lead dislodgement. The device was explanted and replaced. No patient complications have been reported as a result of this event.